Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that in an arthroscopic shoulder surgery the device broke. The surgeon was unable to grab and hold the tissue.

Manufacturer narrative:
The reported event of tip breakage was confirmed. As there have been no responses from the customer when requesting additional information about the incident, the failure cause cannot be confirmed. Based on the returned device, it is possible that excessive force was applied to the tip of the lower mandible, likely due to contact with the patient bone or other hard surface, causing the tip to break off. Also, while the device does not have a specified expiration date, the device has been in use for at least 8 years. Constant use can cause wear over the course of this time which could potentially lead to weakening of the lower mandible of the device causing the tip to break. It is suggested that the user of the device advance the grasper gently into the patient so as not to accidentally bump the device tip into the patient bone or any other hard surface with excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that in an arthroscopic shoulder surgery the device broke. The surgeon was unable to grab and hold the tissue.